Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had nav-ring failure and a cracked enclosure. The customer reported there was no patient involvement.

Event description:
Customer contacted technical support (ts) stating that unit had nav-ring failure and a cracked enclosure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 15jul2019. Date of report: 30sep2019. The service engineer (se) inspected the device. The se replaced the front panel assembly and top cover to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.